Event description:
It was reported that when using the bd pyxis¿ es server, the device was not communicating. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was found that system was not communicating. A technical support specialist (tss) confirmed that the customer rebooted the station. The tss then dialed into the station and confirmed that no icon shows not communicating and data synchronization logs shows no variation in changes on the current times. The case was monitored and confirmed with the customer that the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.